Manufacturer narrative:
It was reported the stent did not fully open when deployed, a balloon was used to full expand the stent. The deformation of the stent means that the stent has contracted and contracted and failed to complete the operation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the protégé everflex stent was returned. No ancillary devices, cine , images or procedure notes were returned for evaluation. The protégé everflex system was returned with the outer sheath pull back and a kink observed on the inner lumen proximal to the distal tip. The protégé everflex was returned in a post-deployment state for analysis with the stent deployed and was not returned to medtronic investigation lab. Visual inspection under magnification reveal the inner guidewire lumen is compressed . The retainer is present and intact. Dried blood was observed on the inner lumen. No abnormality was observed on the distal tip. The sds was received with clear fluid observed in the stopcock tube. The safety locking pin of the sds was received in a loose position. The deployment paddle was received in contact with each other. The dark blue outer sheath exhibits multiple kinks. The blue outer sheath was removed to examine the kink location. Further examination reveals the stainless steel hypotube was breached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a protégé everflex with a 6fr non-medtronic (cook) sheath and 0.035 (terumo) wire during treatment of a 165mm calcified lesion in the patient¿s mid superficial femoral artery (sfa) of diameter 5.04mm. Moderate tortuosity and severe calcification are reported. Lesion exhibited 75% stenosis. IFU was followed, device prepped without issue. Pre-dilation was performed using a 4x150mm balloon. No resistance encountered when advancing the device. It is reported the stent deformed when deployed and the procedure could not be completed with this device. A non-medtronic (cook) stent was used to complete the procedure. The device did not pass through a previously-deployed stent, resistance was not encountered when advancing the device, excessive force was not used. No adverse event reported for the patient.